Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument stopped functioning; the surgeon could not make it work anymore. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint that the instrument stopped functioning. The instrument was placed on an in-house system and was driven. The system successfully recognized the instrument, and the instrument engaged properly. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Failure analysis investigation found the following damages to the instrument: the pitch cable was frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The clevis did not exhibit any wear. The other cables at the wrist were not damaged. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the failure modes were to recur.